Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, "the balloon would not inflate- a second balloon was then placed in the patient and the original was discarded". No patient involvement.

Event description:
It was reported that prior to use, "the balloon would not inflate- a second balloon was then placed in the patient and the original was discarded". No patient involvement.

Manufacturer narrative:
(B)(4). Additional information received 28 aug 2024 states that "the balloon was inside patient when they noticed that it would not inflate". The reported complaint for iab "balloon would not inflate" is confirmed based on the customer provided photo with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.